Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, a root cause could not be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) disconnecting the wand from the controller after power has been turned on, (2) turning controller power off after the wand has been connected, (3) previous use (possibly indicating a reprocessed device), (4) power interruption to the wand, or (5) incorrect power cycling of the controller (affecting the wand's life cycle).

Event description:
It was reported that during a knee procedure using an ambient super multivac 50 ifs wand, the wand gave an error code when activated. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.